Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted and returned for an unknown reason. A third pacing lead was also returned for an unknown reason. Analysis of the ra and rv lead tested out-of-specification. No patient complications have been reported as a result of this event.